Manufacturer narrative:
Investigation summary: two photos of two bottles were received. No damage to the bottle was observed. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Complaint is unconfirmed based on retention samples and batch history record review results. Product insert warnings and precautions sections states that prior to use, each vial should be examined for evidence of contamination such as cloudiness, bulging or depresses septum, or leakage. Vials showing evidence of contamination should not be used. Also prior to use, the user should examine the vial for evidence of damage or deterioration. Vials displaying turbidity, contamination, or discoloration (darkening) should not be used. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process.

Event description:
It was reported that bd bactec¿ plus aerobic/f culture vials (plastic) contamination occurred. The following information was provided by the initial reporter: description of problem/notification: the growth of bgp - gran positive bacillus, a microorganism characteristic of contamination, was observed in blood culture samples. It is suspected that the microorganism may be in the rubber of the bottle cap, and when the needle penetrates to place the sample, it enters the bottle. Measures taken: we put the bottle without blood sample in the machine and there was no growth. Hazard, injury or erroneous results? No hazard, injury or erroneous results details.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd bactec¿ plus aerobic/f culture vials (plastic) contamination occurred. The following information was provided by the initial reporter: description of problem/notification: the growth of bgp - gran positive bacillus, a microorganism characteristic of contamination, was observed in blood culture samples. It is suspected that the microorganism may be in the rubber of the bottle cap, and when the needle penetrates to place the sample, it enters the bottle. Measures taken: we put the bottle without blood sample in the machine and there was no growth. Hazard, injury or erroneous results? No. Hazard, injury or erroneous results details.